Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer completed a supply change and reported that an empty cartridge alarm occurred. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. The customer's blood glucose level was 171 mg/dl.